Event description:
It was reported that pump battery depleted too quickly, although it did not cause pump to shut down. There was no reported impact to the customer¿s blood glucose level. Customer ended call abruptly while support representative was speaking, and no troubleshooting steps or corrective actions were completed, so no additional information was received regarding the outcome of the event.